Event description:
A pt reported experiencing an eye infection, right eye, after wearing air optix night and day aqua lenses for 2 days continuous wear. Habitually removes lenses weekly and disinfects with optifree replenish lens care solution. The treating eye care professional reported that pt presented with right eye red, irritated and photophobic. Diagnosis corneal abrasion with mild iritis. Treatment consisted of cyclogyl during visit, homotropine bid x 5days, vigamox 1 drop q 3 to 4 hrs x 4 days, pred forte q2 to 4 hrs x 4 days, then bid x 2 days. Improving at 2 day f/u visit. Advised to continue meds. Lens wear to resume following day. No further info has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered iritis." The device history records and sterility records have been reviewed by mfg and found to be in compliance.